Event description:
The user facility reported via medwatch mw5155197 that their chroma-line taka suction tube broke into 2 pieces before a patient procedure. No report of injury or procedure delay.

Manufacturer narrative:
The chroma-line taka suction tube will be returned to steris for further evaluation. The investigation is currently in process. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
The device was returned to the supplier for investigation. It was observed the broken tube subject of the event was bent which can be indicative of excess force applied by the user during use. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. The IFU for the chroma-line taka suction tube states, "use of a device for a task other than what it is intended for will usually result in a damaged or broken device. Prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage. Avoid mechanical shock or overstressing the devices. Close distal ends prior to insertion or removal through cannulas." A steris account manager provided in-service training regarding the proper use and operation of the chroma-line taka suction tube. No additional issues have been reported.